Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 448 mg/dl. The customer had symptoms such as slight headache and treated with insulin pump. The customer reported she put on a new replacement pump. Auto mode feature was not active during time of high blood glucose event. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. The customer did not allege insulin pump was under delivering. The customer stated that they realized she forgot to fill. The customer was neither in emergency room or hospitalized. The customer changed infusion sets. The customer did not troubleshoot. The product will not be returned for analysis.